Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. According to the pt, emergency surgery was performed to remove it 3 days after deployment. Our customer support tried to contact the pt few times in order to receive contact details of the medical staff.